Event description:
Registered nurse noticed leakage of fluid from intravenous catheter. Further inspection showed fluid leaking about 1/2 way up the catheter, not just at tip of catheter as it should.